Manufacturer narrative:
Since type of implant is unknown, the most commonly used synthes product code, hrs, was assigned to these devices. This report is for unknown trauma implants/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that an unknown procedure was begun on (B)(6) 2018. As the patient was started on anesthetic, the surgeon checked the unknown implants. At that time, the surgeon noticed that the implants had not yet been delivered to the hospital. The surgery was stopped and was resumed on the next day. On (B)(6) 2018. There were no reported adverse consequences to the patient. This report is for two (2) unknown trauma implants. This is report 1 of 1 for (B)(4).